Event description:
It was reported that the patient's implantable neurostimulator had a power on reset (por) condition and the device returned to the factory settings. This was noticed after arriving from the airport and having gone through airport security. Prior to going to the airport, the patient did not feel any stimulation. Prior to flying on (B)(6) 2011, the patient's device was interrogated and there was neither a por condition nor a return to the factory settings encountered. It was further reported that the por condition began on (B)(6) 2011. The por condition was subsequently cleared twice, but each time, the condition returned within 12 hours. It was noted that the patient had not been near any "major source" of electromagnetic interference (emi). After troubleshooting, the cause of the problem was not able to be determined. The patient received no therapeutic effect, as the device continued to be in a por state. The patient was not in home country and was to return to the implanting surgeon for a device revision. No information was provided related to the patient's outcome.

Manufacturer narrative:
(B)(4).